Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on 12/07/2015, to report a detached sensor wire that occurred on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. Patient's father reported that the transmitter was not snapped into the sensor pod when the sensor was removed. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states under information for the end of a sensor session: do not remove the transmitter from the sensor pod while the pod is attached to your skin.